Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: date unknown/ not provided. Explant date: n/a, lens remains implanted, therefor not explanted. Telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). This code was used for device decentered or dislocated or tilted subluxated or wrong position all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the synergy decentralized in an upwards direction following the implantation of an intraocular lens (iol) in a patient's left eye in (B)(6) 2022 by 2-3 mm. The patient has a very narrow pupil, which made it difficult to see the eye, and fibrosis of the capsule sac at the bottom. Visual acuity in the concerned left eye (os) is 0.6 and in the right eye (od) at 1.0 the right eye was also implanted with a synergy model lens and is symptom-free. No delay in procedure and no medical intervention reported. Patient status was reported as temporarily impaired. Trough follow-up we learned that the issue was found during the post-op checks and developed slowly to the current level of decentration. No surgical interventions have so far been done and no further details were provided.